Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Additionally, it was reported that an occlusion alarm occurred. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Reportedly, a supply change was performed to address the issues and insulin delivery was resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.